Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 170 mg/dl. The customer reported that she was programming a bolus delivery but process was stuck and any keypad buttons respond. The customer was advised that the device would be replaced and revert to a backup plan.

Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage on the keypad traces during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.